Event description:
The retention dome broke during percutaneous removal. The indwelling period was 180 days. The dome portion was removed endoscopically.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.